Event description:
A csf leak was found 1 week post-op. Procedure was in the posterior fossa. A 3x3 inch piece was sutured with 1 mm spacing. Fibrin glue was used over the sutures. No tear or issues noted during implantation.

Manufacturer narrative:
MFR's investigation, including review of complete device history record and physical testing of reserve product from the same lot, indicates that all in-process, finished product, and re-testing results for this lot met acceptance criteria.